Manufacturer narrative:
During on-site investigation it was confirmed that only the remote control did not work caused by an empty battery. The remote control was exchanged and the operating table could be adjusted again using this new remote control. In case the remote control will not work the user is able to adjust the table function by the column control unit. It could no be clarified why it was initially alleged that also the column control keypad was not working. During inspection no problem, defect or malfunction was found with it. No impact to a surgical procedure, patient or user was reported. Based on this no further actions are required.

Event description:
The customer alleged that the operating table trusystem 7500 of the mobius airo CT system is not operating anymore. No operation was possible from the remote control and the column keypad. No harm was reported in relation to the allegation. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer alleged that the operating table trusystem 7500 of the mobius airo CT system is not operating anymore. No operation was possible from the remote control and the column keypad. No harm was reported in relation to the allegation. This report was filed in our complaint handling system as complaint #(B)(4).